Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed an inaccurate result compared to her feelings. The complaint was classified based on the customer care advocate (cca) documentation, following a review of the call by a senior cca. The patient alleged that at 9am on (B)(6) 2019, she obtained a reading on the subject meter of ¿127 mg/dl¿ which, she indicated, was a normal reading for her, but she stated that she actually felt low blood sugar. The patient manages her diabetes with metformin and glipizide oral medication, diet and/or exercise. She reported that after obtaining the reported reading, she had followed her usual management routine; ate breakfast and took her medication. She stated that about an hour later, she ¿fainted¿. She indicated that she self-treated her symptom by eating glucose tablets. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure and her test strips were within expiry date and had been stored correctly in an intact vial. The cca walked the patient through a control solution test and the result of 136 mg/dl fell within the expected range of 121-163 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, after obtaining an alleged inaccurately high blood glucose result on the subject meter and continuing with her usual diabetes management routine.